Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing during laparoscopic procedure, the device was unable to staple. Another handle was used to complete the case. There was no patient injury.